Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Please retract this report 2017865-2013-04880 the same issue was reported as 2017865-2013-04631.

Event description:
It was reported that the right atrial lead exhibited high thresholds. The lead was capped and replaced.